Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic cerebral arteriography procedure. Reportedly, the clip was deployed and became stuck in the subcutaneous tissue. The nick and spread incision was increased and the starclose clip was removed from the subcutaneous tissue. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the initial MDR report filed, additional information received indicated the following: reportedly, the starclose se clip was deployed and the device became stuck in subcutaneous tissue. The safety release mechanism was activated to facilitate device removal from the patient but was unsuccessful. The nick and spread incision was increased and the starclose device was removed from the subcutaneous tissue with the clip present on the distal end of the device. Hemostasis was achieved by applying manual arterial compression. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the clip deploying on the distal end of the device was confirmed. The reported event of the device getting stuck in subcutaneous tissue was not confirmed as it could not be replicated in a testing environment. The reported unsuccessful activation of the safety release mechanism was not confirmed, due to the returned condition of the device. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.